Manufacturer narrative:
Ge healthcareâs (gehc) investigation has been completed and the root cause of the patient desaturation could not be determined. The gehcâs field engineer completed a review of the system logs and determined there was no malfunction of the gehc device.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged that the unit stopped ventilating. It was reported that the patient desaturated to 60%. The patient was switched to manual ventilation and the patient o2 level recovered to 100%. Reportedly, the patient was placed back on the ventilator and desaturated again, so the doctor replaced the unit. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.